Event description:
Adult pt in maternity unit was to receive 8 units of regular insulin. The nurse inadvertently chose a bd 1 ml 25g syringe instead of a bd u-100 insulin syring. Drew up 0.8ml of insulin (80 units). This 10-fold overdose was administered to the pt. The pt was given IV dextrose in water as an antidote and required one extra day of hospitalization for monitoring, but suffered no additional harm. The nurse who administered the dose discovered the error upon charting the mar. The syringes are packaged similarly which is believed to have contributed to the error.